Event description:
Dealer states wires on joystick are frayed, and controller not connected.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.